Manufacturer narrative:
Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: what is the issue you experienced? Ppd is a cro and we have reports stating substandard vacuum / negative pressure. Is the actual sample or sample representative available? (If possible, please send affected sample) sample is not available.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: what is the issue you experienced? Ppd is a cro and we have reports stating substandard vacuum / negative pressure. Is the actual sample or sample representative available? (If possible, please send affected sample) sample is not available.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.